Event description:
A report was received that the patient had a revision due to difficulties charging. The physician decided to replace the ipg as it was not holding a charge. Additionally, both leads were replaced due to the patient not receiving relief. The patient is reportedly doing well and is receiving good stimulation.